Event description:
On 5/16/94, central catheter was successfully placed for fluid replacement and confirmed by x-ray. On 5/17/94 and 5/18/94 placement was confirmed on x-rays. On 5/21/94 x-ray failed to show catheter, with only hub remaining. Multiple x-rays were taken over several days and the pt's hosp stay was extended on the assumption that the catheter remained in the blood stream. No evidence of the catheter was noted on x-rays and no symptoms developed. Rptr suspect that the catheter was removed and broken from the hub by the pt or another unknown person, who does not acknowledge the removal. Discharged 5/28/94.